Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements and high capture thresholds. A testing was performed and showed likely rv lead fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.